Manufacturer narrative:
Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were intractable spasticity, cerebral palsy and multiple sclerosis. On (B)(6) 2018 it was reported that a catheter fracture was noticed during a CT scan unrelated to itb (intrathecal baclofen) therapy. The patient has experienced increased spasticity over the past couple of weeks. There were no environmental, external or patient factors that may have led or contributed to the issue. The patient would be managed on oral baclofen until a revision could be scheduled. The issue was not resolved at the time of the event and it was noted that the healthcare provider would have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.